Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure with an intraocular lens (iol) implantation, upon rotating the iol into position, the patients posterior capsular bag tore. The patient returned the following day and an anterior vitrectomy with iol implantation in the sulcus was performed. Additional information received indicated the possibility of explanation in the future however, further information has not been received.